Event description:
A malfunction was reported on the pump by the customer, identified as malfunction code malf 12. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurs.